Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of 8mm large hem-o-lok clip applier instrument stopped working and it was observed to have exposed wires. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported problem with clip applier instrument occurred after applying the clip. There were no issues with the instrument's motion. Customer clarified that instrument did not have a static or an unexpected movement while attempting to clip. The incident occurred after second clip was applied. A backup instrument was used and the reported instrument was sent to isi for evaluation. Photo(s) and videos of the reported event was not available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a fully broken grip cable near the clamping pulley at proximal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.